Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and keypad anomaly on the insulin pump. Customer's blood glucose value was 144mg/dl and then went to 486mg/dl. Customer stated that they treated with the insulin pump and did not troubleshoot for high blood glucose value. The reservoir will not be returned for analysis.